Manufacturer narrative:
Natus medical investigation found evidence that a cut near the corner was detected on the vac pac. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac had cut near the corner. No patient involved reported.

Manufacturer narrative:
Correction: there was no required intervention to prevent permanent impairment/damage.